Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the electrode end of the probe broke from the tip end and was found next to the operative site during preparation for usage.